Event description:
It was reported that during a laparoscopic low anterior resection, the anvil could not be removed by a nurse before the device was used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep tried to remove the anvil after the operation, it was caught in and could not be removed.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh25 device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was detached from the device completely and without any difficulties. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.